Event description:
The wire was being utilized to perform a CT-guided abscess drainage on a pt with a diverticular abscess. The wire insertion and dilatation of the tract went well. However, following placement of a 10 fr. Apd catheter, the wire was unable to be removed and sheared off. The pt was taken to surgery for treatment of diverticular abscess and removal of wire guide abscess and removal of wire guide segment from the peritoneal cavity.